Manufacturer narrative:
H3, h6. (B)(6). System corvalent cpu, p/n 220001, (B)(6). , intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The checksum test failed, an error code (errcode= 100000000000000) was displayed. Ram memory was reseated with no change. As checksum indicates a corrupt application or idb, the application and idbs were reloaded. The system now boots without an error. The most likely cause of this event is a result of a corrupt application or idb file. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. If a navio surgical system failure occurs at any point during the surgical case, the surgical technique guide provides a ¿recovery procedure guidelines¿ table for recovering to a fully manual procedure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from india, it was reported that, during machine set up for a navio-assisted tka surgery, it was found that the machine boots to error screen (check sum test failed. Errcode1000000000000). The procedure was completed with manual instrumentation. It is unknown if there were any delays. The patient outcome is unknown. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.

Manufacturer narrative:
H3, h6: the navio surgical system india, part number rob00036, serial (B)(6), and intended to be used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is insufficient battery charge to the ups system. If a navio surgical system failure occurs at any point during the surgical case, the surgical technique guide provides a ¿recovery procedure guidelines¿ table for recovering to a fully manual procedure. The reported incident was assessed from a clinical/medical standpoint: the surgical procedure was completed with manual instrumentation, and it is unknown if there was a delay in surgery or if there was patient harm. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during machine set up for a navio-assisted tka surgery, it was found that the machine boots to error screen (check sum test failed. Errcode 1000000000000). The procedure was completed with manual instrumentation. It is unknown if there were any delays. The patient outcome is unknown.